Event description:
It was reported, the pt had pain at the ipg site which was described as intermittent cramping. The pt reported, the issue was worse over time. It was reported, the issue had begun with her first ketamine infusion. The pt reported, she had turned the scs system off since receiving the injections for her pain. It was reported, the pt may have the system explanted since she is having other procedures in the future. The physician was notified of the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.